Manufacturer narrative:
Date rec'd by MFR: 09jul2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician adjusted the position of the vibration-proof ring and the problem was resolved. The ventilator successfully passed performance specification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator produces a loud airflow sound when airflow is delivered during expiratory positive airway pressure (epap). There was no patient or user involvement.